Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported unspecified physical symptoms. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient reported unspecified physical symptoms. Medical intervention was not specified. There is no allegation of serious or permanent harm or injury. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information through a good faith effort attempt, from (B)(6), that the patient was contacted and refused to return the device. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.